Event description:
On (B)(6) 2012, the pt reported that her infusion device shuts down when it is laid flat and not up on end when she is disconnected from the device. She stated that it has never shut down while she is using the device. The pt stated that there were no alarms or alerts before the device shut down. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. Product not returned.